Event description:
Caller reports the expiration date on the active vial of strips as 6/2008. Manufacturer reports the expiration date as 6/30/04. No adverse event reported. Requested return of suspect vial and replacement was sent.